Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es cubie drawer was broken. The customer reported that the user was able to remove the medication from another station and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that one pocket lid was not opening. A field service engineer opened the pocket lid via hardware test application (hta) with assistance from the customer. The system functioned as intended after the field service engineer repaired the device.